Event description:
It was reported that during a treatment procedure to implant a greenfield filter five of the legs failed to deploy. The filter was not well positioned within the ivc to control thrombus so the physician elected to place a second greenfield filter. The procedure was successfully completed. The pt is reported as 'good' following the procedure; no injury or complications were reported.